Event description:
The consumer reported a patient implanted for cervical radiculopathy and spinal pain had problems since implant. The patient had not had medication or a physician since (B)(6) 2015. They had been in and out of the emergency room. The patient had a hard time turning it on and for the previous four days to report they couldn't get it to turn on. The patient tried changing batteries too. When it was off it was shocking the patient at the base. The stimulator was at the curve of their hip and it was protruding out with bruising.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.